Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Release button. Was the device locked on tissue? No. If the device was locked on tissue, did it eventually open? Na. If the jaws of the device did not open, how was it removed from the tissue? Na. What type of procedure was the device used in? Sleeve gastrectomy. How was the case completed? Pulled new ple60a. Surgeon said he experience unusual tactile feedback, and requested for a new device to be pulled. Were any issues noted with the staple line or cut line? If yes, please describe. No issues, staple line was complete and staples were properly formed. Were any unexpected noises heard? If so, when? Audible feedback was similar to that of progressing through thick tissue. Was there any difficulty opening the device? No, jaws were able to open normally. The analysis found that one ple60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge was received unfired. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. Upon further inspection, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment

Event description:
It was reported that during an unknown procedure, the device would not release. It is unknown how the case was completed. There were no patient consequences reported.